Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user.

Event description:
It was reported that during service and evaluation, it was determined that the battery oscillator ii for bpl ii device had moving parts do not move smoothly - trigger. It was further determined the device had fluid ingress and corrosion/rusting/pitting. It was further determined that the device failed the following pretest steps: check for sticky trigger. It was noted in the service order that the saw stopped working. The saw had power just not enough power to cut. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.